Event description:
The sonata device was used to perform a transcervical fibroid ablation on the submucosal leiomyoma. Ablation was performed successfully on a small submucosal leiomyoma. Another ablation was partially performed on a larger leiomyoma with approximately 3cm area ablated. The remainder of the fibroid was attempted to be ablated; however, there was an equipment failure, and the device failed to recognize the advancing probe. The handpiece and the cord were placed, and a similar failure was experienced during a "dry run" i.e. Not in the cavity. 3 different cables were used, and 2 hand pieces and 1 additional ultrasound probe were all trialed without success. The procedure was aborted. Manufacturer response for sonata rfa handpiece cable, sonata (per site reporter). (Retracted name), sonata representative.